Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of a (B)(6) user report submitted by a healthcare professional on behalf of an adc freestyle libre customer. It was reported that lower readings were displayed on a customer's adc freestyle libre sensor scan compared to capillary readings on an unspecified meter. On (B)(6) 2019 a blood glucose reading of 17.5 mmol/l was received on the unspecified meter was compared to a sensor scan reading of "4.6 or 6.6 mmol/l". The customer was hospitalized to "quickly restore the metabolic control". Approximately "3 hours later" when the customer was "under proper control" a blood glucose reading of 13.3 mmol/l was received on the unspecified meter was compared to a sensor scan reading of 4.2 mmol/l. It was further noted that "unsatisfactory metabolic control may pose risks to the fetus" as the customer is 36 weeks pregnant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a läkemedelsverket user report submitted by a healthcare professional on behalf of an adc freestyle libre customer. It was reported that lower readings were displayed on a customer's adc freestyle libre sensor scan compared to capillary readings on an unspecified meter. On (B)(6) 2019 a blood glucose reading of 17.5 mmol/l was received on the unspecified meter was compared to a sensor scan reading of "4.6 or 6.6 mmol/l". The customer was hospitalized to "quickly restore the metabolic control". Approximately "3 hours later" when the customer was "under proper control" a blood glucose reading of 13.3 mmol/l was received on the unspecified meter was compared to a sensor scan reading of 4.2 mmol/l. It was further noted that "unsatisfactory metabolic control may pose risks to the fetus" as the customer is 36 weeks pregnant. There was no report of death or permanent impairment associated with this event.